Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. It was reported that the screws backed out past the locking mechanisms at the top and bottom levels of a 2 level 30mm resonate plate. The original surgery occurred (B)(6) 2023 and the back-out was discovered on the 4 month post-op images (B)(6) 2024. In the immediate post-op image, the screws appear to be fully seated. The post-op image provided shows the head of at least one screw being proud of the plate at the top level and the bottom level. There appears to be some collapse of the anterior portion of the vertebral body at the bottom level. It was mentioned that the surgeon believes its potentially a non-fusion. Due to it being unclear whether some damage occurred to the plate or sliders inter-operatively, no determinations can be made as to the cause of the reported issue.

Event description:
It was reported that screws are backing out of a resonate plate post operatively.